Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime/compromised force sensor system test. Motor passed motor test. No motor error alarm. Insulin pump received with scratched lcd window. Insulin pump received with cracked reservoir tube lip. Device received with broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm during bolus. Customer's blood glucose was 483 mg/dl. Device was able to rewind. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.